Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call high blood glucose levels. Customer's blood glucose level was 699 mg/dl. Customer experienced pain in their stomach, diabetic ketoacidosis and was hospitalized for 2 weeks. Customer's mother advised the patient experienced air bubbles and the device was removed when they were admitted into the hospital. Customer declined to troubleshoot for air bubbles anomaly due to being a past event.